Manufacturer narrative:
(B) (4): physio- control evaluated the device and verified the reported failure to charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and observed no ac operation. The cause of the reported incident was determined to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and the fuse f1 was open.

Event description:
It was reported that the device would not charge the installed battery on ac power. There was no report of patient use associated with the event.